Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following implant of a left ventricular assist device (lvad), this system exhibited noise, oversensing and pacing inhibition with asystole less than two seconds on the right ventricular (rv) channel. Decreased rv pacing impedance measurements were noted prior to placement of the lvad and continued to decrease post lvad placement. A revision procedure was performed and the rv lead and associated device were removed from service and replaced. No additional adverse patient effects were reported.